Event description:
Two proximate linear cutters with the same lot number attempted to be fired on bowel of patient during surgery. Both first assist and surgeon were unable to use the devices. A third proximate linear cutter with a different lot number was opened and worked fine. All staplers with lot # were pulled from use.